Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not seat properly on the tibial component.

Manufacturer narrative:
Visual examination of the articular surface confirmed that the dovetail feature is compressed. The posterior surface and the edge are gouged and show nicks. Dimensions were found conforming to print specifications where measured. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. The compressed dovetail indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It appears that the problems encountered are related to the surgical technique used. Incorrect placement and improper orientation caused or contributed to the problem.